Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 31g x 6mm, 0.5ml bd safetyglide insulin syringe. It was reported that when the nurse pulled the cap off the 328447, the safety device also came off, leaving the exposed needle. The safety device was stuck inside the cap. The returned sample was examined and the following was observed: - the cannula shield and safety mechanism were separated from the syringe assembly - damage to the lip of the cannula hub a review of the device history record was completed for batch# 8325563. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200794535] noted for pushrod/adapter not snap root cause of the pushrod adapter and needle assembly separation is from loose bolts on the carrier that holds the syringes in place on the assembly machine gh. The bolts were tightened and parts were verified to be within specification. H3 other text : see h.10

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle's safety shield came off when removing the cap before use, and remained stuck inside it. The following information was provided by the initial reporter: "when the nurse pulled the cap off the 328447, the safety device also came off, leaving the exposed needle. The safety device was stuck inside the cap."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle's safety shield came off when removing the cap before use, and remained stuck inside it. The following information was provided by the initial reporter: "when the nurse pulled the cap off the 328447, the safety device also came off, leaving the exposed needle. The safety device was stuck inside the cap"